Event description:
Hcp reported patient experienced peri-electrode edema post surgery. Hcp reported patient was implatned in the subthalamus nucleus. Surgery was routine and uneventful. About 30 hours post surgery, the pt was behaving as if in off state; probably due to under treatment of l-dopa, however, correcting for this over the next couple of days did not change anything. The pt had low grade fever which resolved spontaneously and was not associated with leucocytosis or positive cultures in urine, sputum, or feces. Csf was normal with no white cells, and normal protein and glucose. The first CT scan appeared normal, apart from some frontal subdural air, elecrodes appeared well placed. The second CT scan revealed asymmetrical peri-electrode edema after 72 hours. The patient was treated with high doses of intravenous steroids (dexamethasone) and over the next few days the pt improved, more awake, more talkative, able to take some steps and occasionally able to swallow some food. Eleven days post implant the pt is not continuing to improve. The last CT scan showed worsening of the edema, although clinically the pt was unchanged. Hcp reported the leads were not exposed. One mer electrode was used on each side due to atrophy. There was some interference in the mer signal at the beginning of the first side from a poorly grounded monitor lead, but this resolved spontaneously. There is no evidence of infection. The pt seems to be improving rather than deteriorating with steroid therapy. Hcp reports there was no evidence of the inflammation in the csf; inflammatory response is of unknown origin.